Event description:
It was reported by the patient, that they had to get a new device due to lead issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).